Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during installation the subject device had a black picture. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d8, h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported image issue occurred due to an abnormality in the image sensor unit. As for the cause of the abnormality, scratches on the a- rubber of the insertion section and chipped glue were found. It is possible that irregular load was applied to the bending section. However, a conclusive root cause was not determined. The event can be detected/prevented by following the instructions for use which state: ltf-s190-5 chapter 3 preparation and inspection 3.8 inspection of the endoscopic system ¦ inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted for correction to type of investigation codes and additional manufacturer narrative reported under previous supplemental report. H11 updates: the device was returned to olympus for inspection and the reported failure was confirmed. The device was confirmed to have low angulation and the image disappeared when angulating the device a root cause could not be identified. Based on the results of the investigation, most probable cause of the reported malfunction is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.